Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Concomitant products: mentor siltex round moderate profile 325cc saline prosthesis, catalog #3542650, lot #5826703. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with mentor siltex round moderate profile 325cc saline prostheses and experienced and experienced issues post procedure. In (B)(6) 2018, bilateral baker¿s grade ii capsular contracture was noted. Additionally, the left implant had deflation, and the right implant had also deflated becoming flat. As a result, bilateral prosthesis replacement with mentor siltex round moderate profile 325cc saline prostheses was performed. See 1645337-2019-07806 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the photograph of the explanted device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 48-year-old female underwent breast augmentation revision with mentor siltex round moderate profile 325cc saline prostheses and experienced issues post procedure. In september of 2018, bilateral baker¿s grade ii capsular contracture was noted. Additionally, the left implant had deflation, and the right implant had also deflated becoming flat. The customer provided a photo of the actual devices involved in the complaint. Based on the photo, the left implant has a white material within the shell, and right implant has bubbles. There is no evidence of deflation. The complaint was not confirmed. No further investigation can be performed at this time. No corrective actions are required. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Manufacturer¿s reference number: (B)(4).